Manufacturer narrative:
Continuation of d10: product ID a820; product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and patient representative regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver bupivacaine, unknown morphine, and clonidine. It was reported that, when the patient tried to connect for a bolus, "it will be stuck at 90% for a while - up to a couple of minutes". When patient services inquired about the event date, the reporter stated "a couple of weeks", then stated "a month" and then the patient stated "a week to a week and a half". Patient services assisted in clearing data. Prior to clearing data, the patient's data was 2.39 mb. The patient and patient representative were then able to connect well to the pump without issue.